Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 17 cm and the outer insulation was breached at 18 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance, short v-v intervals and noise was noticed on the electrograms (egm). A lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.